Manufacturer narrative:
(B)(4). Additional information received: the complaint form is not clear, was this procedure converted to open? No. Was this procedure completed with a same like product? The plan wasn¿t changed. Was the plan of care for the patient changed due to the procedure being extended 60 minutes? No damage was done to the patient. Did the surgeon attempt to manually open the jaws with his fingers? No, it was used another instrument nslg2c35.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device starting jamming and finally did not open jaws anymore. Unknown how case was completed. Surgery was prolonged sixty minutes. There were no reported adverse consequences for the patient.